Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a loose door. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. A visual inspection, service history review, alarm log review, and functional testing were performed. During the visual inspection it was identified that the door was loose. The cause could not be determined. The screws were adjusted and the pump was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.